Event description:
During routine testing of the device, the service tech reported the water from the heater cooler was murky with a blackened appearance. No other details regarding the event were provided. Since the event occurred during routine testing of the device, there were no patient involvement during this event.

Manufacturer narrative:
Device eval in progress, but not yet concluded.

Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) reported that the unit had recently been cleaned. He observed it operating during surgery and the unit was working properly, the service light had gone off. "Tcm cleaning guide.pdf" was saved to the customers desktop for reference and recommended chemicals for cleaning. The fsr followed-up to look at the unit when it was not in surgery and found the water to have a blackened murky appearance which may be a result of excess chlorine added to the fluid when the unit was cleaned. He recommended that they repeat the draining and flushing as well as proper concentration of chlorine after filling. The blackened water is likely a result of over chlorination of the system and chemicals used during cleaning. The fsr performed training on-site and provided materials for reference. An MDR remediation activity related to manufactured devices with a FDA product code ¿dwc: controller, temperature, cardiopulmonary bypass heater cooler" was conducted. This report is a result of the ¿heater ¿ cooler response remediation protocol 02-jun-2016.¿